Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator passed several pre-use checks. The reported event could be duplicated by slightly releasing the test lung. Most probable the reported event was associated with leakage in the patient circuit. The ventilator passed all functional and safety tests and was cleared for clinical use. There are no indications of ventilator malfunction. The leakage was most likely situated in the patient circuit.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had a leakage during use. There was no patient harm. Manufacturer's ref. #: (B)(4).